Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: - were there any patient consequences? No patient consequences. - when did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify : during procedure suture removal from package while doing knot suture broke multiple times. - procedure name? : laparotomy. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). : doctor saravanan. Video analysis: this is an analysis for a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a suture cut into several segments. The video is not clear to determine the failure mode . Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Events reported via: 2210968-2023-07637, 2210968-2023-07638, 2210968-2023-07640.

Event description:
It was reported that a patient underwent an laparatomy procedure on (B)(6) 2023 and suture was used. During the procedure, the suture was broken into pieces. No adverse patient consequences were reported. Additional information was requested.